Event description:
It was reported that the patient ¿went down on the machine¿ in (B)(6) 2013 and was not sure if it destroyed it or the wires got disconnected in the spine. It was noted that the patient never had therapeutic effect. The reporter stated that both the recharger and programmer did not work and "didn¿t register anything". The last time the device was recharged was prior to (B)(6) and hadn¿t worked since the patient hit it. The patient had a bruise for 3 weeks on the back and the pain was reportedly getting worse instead of better. The patient was trying to charge but it never went to full or 1/4th charge. It was noted that the patient experienced no stimulation sensation. It was reportedly ¿tearing the patient up¿. The patient couldn¿t get out of bed without hurting. When the patient ¿turned a certain way¿, it pinched and felt like it affected his mobility as far as getting up and down. It was noted that the patient had a hip x-ray and ¿everything lined up like it was supposed to be, nothing pinch¿. The patient knew an MRI would have been nice but could not have one with the device in the back. The reporter stated that it had been over 5 years since the patient was implanted and assumed it had to be removed. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. (B)(4).